Manufacturer narrative:
Evaluation summary: review of device history records found devices met all acceptance criteria. Review of device usage found no issues with devices from the same lot or other lot numbers. Bench testing of a similar device identified the failure condition only when exposed to excessive force. It is being concluded that the use of an insert and rotate technique exposed the device to an excessive torque force. Note: electronic submission delayed due to esg access issues.

Event description:
It was reported that the device broke into two pieces during an attempt to rotate the device into position in the disc space. The two pieces were completely removed and a device of the same size was used in its place. There are no reports of adverse consequences to the patient. Less than 15 minute delay in surgery.